Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue plastic cover of a small volume intermate detached from the infusor housing. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection noted the blue coil cap was detached from the housing. The device has been filled with drug solution because evidence of residual drug solution was observed inside the device. The cause of detached coil cap could not be determined. The device bladder was also found to have been ruptured. The ruptured bladder was microscopically examined for signs of abnormality and no issues were noted. The cause of the ruptured bladder could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.